Event description:
Literature was reviewed regarding cryoablation in patients with paroxysmal atrial fibrillation (af). The authors described patients who experienced cardiac tamponade, persistent and transient phrenic nerve injury, pseudoaneurysm, arteriovenous fistula, and other unknown complications. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: prognostic value of burst pacing inducibility post-radiofrequency versus cryoablation for paroxysmal atrial fibr illation. Pacing and clinical electrophysiology. 2024; 47:1650¿1659. Doi: 10.1111/pace.15092 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that patients also experienced thoracoacromial artery injury, which was treated with hemostasis by endovascular treatment, swelling at the subclavian vein puncture site, asthma attack which was controlled by medication, and postoperative pericarditis. It was also noted that patients with cardiac tamponade were treated with pericardial drainage which was removed the next day, pseudoaneurysm was treated with pressure, and arteriovenous fistula was treated with surgery.